Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise and insulation damaged on the atrial (ra) lead. On (B)(6) 2023, the physician elected to cap and replace the ra lead. The patient was in stable condition.